Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the biopsy needles misfired. There were no patient complications reported as a result of this event. Note: the complaint associated with this report is related to another complaint. Refer to associated manufacturer report number 3005099803-2009-1826 for a report on the other complaint.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record revealed no anomalies that could be associated with this incident. Product unavailable for analysis.